Event description:
It was reported that "electrocautery was in use for a tonsillectomy. The insulated tip flared and power to the electrode was stopped but the tip continued to flare. No tissue contact was made. Electrode was removed immediately and the flare ceased."